Event description:
This info was submitted as follow-up 1/06/94: in 1984 surgeon put in harrington rods. Three mos later removal and then steffi plates inserted after 2 months wait. Within one yr steffi plates broke and moved causing severe pain. Rptr was told nothing more could be done. In 1985 rptr was rushed to surgery due to massive infection of spine. New dr removed plates and inserted drainage tubes. In hosp for 5 mos straight. After infection cleared harrington rods inserted with bone and synthetic bone material to stabilize rods. This lasted a few yrs. All removed in 1991. Rptr is now house bound, crippled and in constant pain. Rptr doubled over with no spinal support. Rptr crawls around with wheelchair assistance.